Event description:
An unknown length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurym and vessel morphology at time of implant are unknown. It was reported that there was caudal migration of the stent graft after the aneurysm had almost completely regressed and had not started to expand in spite of the distal migration. The proximal aortic neck was reported to have grown. The patient was treated with a proximal aortic cuff, which was done to prevent future complications. No additional clinical sequele were reported.

Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The company also tested the applicator which was found to pass all production final test procedures. This event occured outside the us; in the us if a myometrial wall thickness is not entered into the mea system then the mea treatment could not be initiated. This event occurred outside the us; in the us post-dilation hysteroscopy to confirm an intact uterine cavity directly prior to insertion of the mea applicator is mandated. This event is being reported now as a result of the company's recent review of the open complaint file for this event. H4: appl. Date: 1/2005.